Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door switches were replaced and the door was aligned. The system passed a system checkout and was returned to an operational condition. Cother relevant device(s) are: product ID: b i71000531, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported the site were able to complete the spin but when removing the gantry it was moving very slowly. They were worried to use the system again for the second spin in case it got stuck. Slow closing issue was confirmed as well as the clicking. Probable cause was determined to be that the switch wiring was loose. Secured wiring harness and tested for operation. The clicking issue is due a fan blade hung on fan shroud. One blade broken off and jammed the fan, removed blade and fan function is restored. There was no reported delay or known impact on patient outcome.